Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was reportedly available for return, but has not been returned to the manufacturer. The allegation of a twisted balloon was confirmed through review of fluoroscopic imaging, illustrating a portion in the middle of the balloon did not fully inflated while treating the target lesion. The hcp reportedly removed the balloon protector without placing the device under negative pressure. The hcp positioned the balloon at the target lesion and, once the hcp inflated the balloon, a localized artifact within the balloon wouldn't allow inflation. The hcp reportedly only inflated the lutonix dcb once. Reportedly, the hcp did not have difficulty retracting the balloon through the introducer sheath. The root cause of the twisted balloon during inflation could not be determined based upon the available information. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiry date: 10/2020),g4,h6(method: 4115). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure through superficial femoral artery by contralateral approach, the balloon allegedly twisted and failed to inflate. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending, however photos have been provided. The investigation of the reported event is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that during the procedure through superficial femoral artery by contralateral approach, the balloon allegedly twisted and failed to inflate. There was no reported patient injury.